Manufacturer narrative:
This product is registered as a combination product. The lead was returned with no reported event. As received, only the distal end of the lead was received for analysis. An external insulation abrasion noted at 29.1 cm to 29.4 cm from the distal end, proximal to the suture tie impressions breaching the outer insulation and exposing the outer coil consistent with friction to the device can. Other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.